Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the illuminator printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 5, 2014. Based on qa assessment, the product met specifications at the time of release. The illuminator pcb was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The pcb was installed into a known good tabletop illuminator and connected to a calibrated system for functional testing. The sample was found to meet specifications. The system and returned sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during setup for a vitrectomy procedure, the light intensity of the system was low. Three different probes in different ports were used in troubleshooting. The surgery was postponed. There was no patient involvement.